Manufacturer narrative:
Age at time of event: 8 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified vessel. A 4.0mmx40mmx40cm sterling balloon catheter was unable to fully dilate, and the balloon ruptured at 10 atmospheres. The procedure was completed with anon-bsc device. No patient complications were reported.